Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing cardiac arrhythmia diagnostic procedure, and the procedure was completed by fluoroscopy. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to make exposures. A review of system log file was performed by philips remote service engineer (rse), showed malfunctioning of the frontal ip-pc. Upon functional testing, the fse successfully performed the data consistency test and recreate the image store by which image acquisition was functional. Upon further analysis, the fse found that the ippc was defective. The cause of the ip-pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ippc and software installation by the fse resolved the reported issue and restored the functionality of the system. After replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.